Manufacturer narrative:
The insulin pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test, displacement test and rewind. No software error alarm was noted. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform occlusion test and no delivery test due to prime anomaly. The test minilink transmitter communicates properly to the pump. The pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a software error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had issues with the sensor glucose versus blood glucose differences. The customer stated that there is a crack on the pump. The customer stated that the battery cap is broken where the battery cap goes on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.